Event description:
Getinge became aware of an issue with one of our table 118001b4: hybrid or table column, surface-mounted. As it was stated, during the emergency surgery involving a patient with a ruptured intracranial aneurysm, the dsa reported an error, the operating table moved slowly, and 3d imaging was impossible. With remote guidance from the manufacturer's engineer, the error was temporarily resolved, but the same error reappeared five minutes later. After the error occurred, the equipment moved slowly, making 3d scanning unusable and preventing the provision of real-time 3d path guidance, a recurring cycle. The surgery was finished. There was no injury reported. However, we decided to report the issue based on the potential for serious injury if the situation, namely delay in start of treatment in a critical step of the treatment, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1. Event site postal code: (B)(6). E1. Event site name: (B)(6) hospital. E1. Event site address: (B)(6).